Event description:
The customer observed false nonreactive hiv ag/ab on alinity I processing module for one patient. The results provided were: initial= 0.29 s/co (< 1.00= nonreactive), repeated =0.43 s/co /elisa=positive /on roche platform=2.09 coi /repeated=1.88 coi /gold standard=positive there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of alinity I hiv ag/ab combo reagent lot 35378be01. The evaluation of complaint data for the product and likely cause alinity I hiv ag/ab combo reagent lot 35378be01 identified as expected activity. The tracking and trending report review determined that there are no adverse trends. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Inhouse testing determined that the sensitivity performance of lot 35378be01 is not negatively impacted. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to historical architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hiv ag/ab combo reagent, lots 35378be01.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.